Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and fluctuating resulting in the pump shutting down. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.